Event description:
It was reported that, during an endometrial ablation procedure, the pressure was fluctating widely during use of three catheters. The pressure fluctuated between 100-200 mmhg even when no fluid was being introduced. The uterus sounded to 10 cm and was retroverted. There was no perforations noted during the ultrasound which was completed after the second catheter was tried. The biomedical engineer tested the system with a manometer and found it to be working. The physician administered terbutaline prior to the attempt of the third catheter. The physician injected slowly, 1cc at a time and observed the same wide fluctuations in the pressure. After 15 cc the pressure was 130 mmhg. After 1 additional cc it went to 200 mmhg and then to 90 mmhg. The physician terminated the procedure with no negative pt effects.